Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing below the lower rate limit. The device remains in use with intensified follow-up scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.